Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported by the pt's mother, that even after exchanging her child's speech processor twice, her son is no longer able to hear with his device. Testing was carried out, which confirmed that the device has malfunctioned.